Event description:
In 2003, kinetikos medical was informed of the explant of an 8mm subtalar m.b.a. From a patient seven (7) months after it had been implanted to address pain. The implant was returned to kinetikos medical for examination.